Event description:
The customer reported the system failed to product fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was then found to be operative as intended.